Event description:
It was reported that the right ventricular lead exhibited oversensing noise leading to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition post procedure.